Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an intermittent power issue and evidence of moisture behind the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 12/15/2014 with the following findings: the complaint could not be duplicated with investigation. Review of the black box revealed rebooting occurrences related to clearing unrelated alarms. The returned battery cap was able to secure properly to the pump; the cap¿s contact dimensions were within specification and a power issue was not observed. Leak testing revealed a display lens leak. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. Moisture ingress was found on the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.